Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample from an adult male. The initial result was 0.174 ng/ml with a data flag and the repeat result on the same analyzer was 0.030 ng/ml with a data flag twice. The user repeated the sample on elecsys 2010 analyzer (B)(4) and the result was 0.029ng/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 16435401 with an expiration date of 08/31/2012. The field service representative could not find any obvious problems. He checked the analyzer including stirrer speed, power supplies, alignment, tubing and proper operation of the tip/cup handling. To verify the analyzer operation, he ran performance testing which was acceptable. The user ran quality control which was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The investigation found there was a system reagent bottle changeover prior to the event. There was a possibility that remaining foam present on the system reagent might have caused the erroneously high result. An analyzer issue was not suspected as all quality control was acceptable. The pre-analytics at the customer site were acceptable. There was no adverse event.